Event description:
Patient is on fluorouracil home infusion, 2400 mg/m2 in 138ml to be given over 46 hours. Cadd solis vip pump hooked up (B)(6) 2025 @ 13:16. Patient called with pump finishing early. Reported beeping started (B)(6) 2025 @ 08:30 instead of 11:16 as expected (full 46 hours). Upon return to infusion center for disconnect, pump showing 8.6 ml left to infuse. Reservoir volume was 8.6ml running at 3ml/hr total volume is 138 yielding a 6.2% variance. Will return pump for evaluation. Pump number 1230963 lot for pump tubing is 6093403 texium lock # 25035202.